Event description:
A customer contacted baxter to report that a pinhole was found on the tubing of the transfer set. The transfer set had been used for seven days. The home patient (hp) said that the transfer set had been caught on the bed fence. The hp had been suffering from peritonitis before the pinhole occurred. The actual sample was available for evaluation. There was no patient injury or medical intervention reported.

Manufacturer narrative:
Evaluation summary: one used transfer set with a cap on the spike and no cap on the patient connector (no titanium adapter returned) was received into the lab in reference to a cut/slice/hole/tear. The transfer set was functionally hand tightened to a lab titanium adapter without difficulty. The set was tested underwater at 8 psi with a leak noted from a cut approximately 3" from the sleeve in a closed position. The complaint was confirmed in the lab for a hole.